Event description:
The facility reports the patient was last seen about 5 pm. The caregivers found the patient at 5:15 pm. At that time, he was lying in the tub, under the water level. The tub was still filling hot water and flooding. The measured water temperature in the tub was still higher than 60 degrees celsius. The estimated filling temperatures was between 68 and 68 degrees celsius. The resident passed away.